Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04789. It was reported that during the device upgrade, dissection of coronary sinus was observed during cannulation. Pericardial effusion was confirmed and pericardiocentesis was performed. The patient's heart rate increased before and during cardiac positions system (cps) removal. Procedure was completed with no other issues. The device and lead are remains implanted. Patient was stable.